Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The hospital informed that a non-sterile item was implanted.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: surgeon implants non-sterile implant event summary: it is reported that the hospital informed us that a non-sterile item was implanted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the IFU for ncb® periprosthetic femur polyaxial locking plate system is reviewed. Under sterilization instructions on page 5, it is stated that: "they should be used for items supplied non-sterile, for reprocessing reusable devices, or for sterile items that were opened but unused." - labelling on the product is reviewed. Labelling states that the product is "not sterile". Root cause analysis root cause determination using rmw: contaminated device will be used due to the surgeon is not cleaning the devices as intended. Possible, surgeon did not sterilize the product before implanting. Contaminated device will be used due to the surgeon is not using the proper sterilization process. Possible, surgeon did not sterilize the product before implanting. Conclusion summary according to the reported event, the patient was implanted with a non-sterile plate. Seemingly the surgeon did not know that the device should have been sterilized before it was implanted. So far no health issues were reported regarding the patient after the implantation of the non-sterile device. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Event though the labelling on the product package indicates that the item is "not sterile" and IFU indicates that the non-sterile products should be sterilized, the surgeon implanted without sterilizing the implant. Therefore, based on the given information and the results of the investigation, we identify the root cause of this issue as user error. Surgeon did not follow the IFU. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).